Event description:
It was reported that an large volume infusor had leaked. This had occurred after filling, when the device was stored. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 12m058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned to baxter, precluding further device investigation. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.